Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was fell on the floor and had blank display. The customer's blood glucose level was 220 mg/dl. It also reported that display is blank currently. It was reported that the display was solid white and insert battery alarm did not display on the insulin pump screen. The customer was advised to remove battery after insertion of battery alarm did not display on the insulin pump screen. It also reported that the display did not return after insulin pump restart. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device received with a blank display with constant steady white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump's steady white light on the display.